Event description:
The customer contacted beckman coulter inc, (bci) on (B)(6) 2008, in regards to erroneously high accutni (troponin) results below the ami cutoff on three patient samples. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the samples on another instrument and the results were within the reference range. The initial erroneously high accutni results were not reported outside the laboratory. There are no reports of any adverse patient consequence or change to th patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
The field service engineer (fse) was on site and found out that aspirate probe number 3 was not centered and the alignment of the pipettor to the reaction vessel (rv) was not properly aligned. The fse re-aligned the pipettor and ran field diagnostic testing which met set specifications. The customer indicated that a system check run on (B)(4) 2008, failed the wash portion with a percent coefficient variation (% cv) outside of specifications. The customer repeated only the wash portion of the system check which passed but did not run a complete system check as per the operators guide. Although the fse re-aligned the aspirate probes and the pipettor; the root cause of this event is customer error. This is two of three separate MDR reports related to three patient events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2011-01708, 2122870-2011-01710 for all event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.